Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.